Event description:
The customer reported discrepant troponin I (access accutni) results, for one patient, involving the access 2 immunoassay system. An initial result of 0.048 ng/ml was obtained. Subsequent analysis of the sample, on the same instrument, recovered a higher value of 0.074 ng/ml. The samples were repeated from the same cup. The customer analyzed the second cup of the initial sample without re-centrifugation and recovered a result of 0.071 ng/ml. Patient samples were reanalyzed due to the laboratory's protocol which dictates results greater than 0.03 ng/ml are repeated. The discrepant results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System check and quality control (qc), performed on the day of the event, passed within specifications. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered build-up of wash buffer on the left side of the peristaltic pump. The fse removed the peristaltic pump, cleaned away the build-up and soaked the fittings. The fse replaced and tightened the fittings, and cleaned all the probes. The fse also discovered the waste container on the fluidics tray was full and not triggering the waste sensor. The fse replaced the fluidics tray and the substrate tubing was decontaminated. A routine system check was performed and passed upon priming of the substrate. High sensitivity system check, assay calibration, and quality control (qc) passed within specifications. The fse indicated the cause of the event was the waste sensor on the fluidics tray. The failure caused waste to backup into the instrument which caused the build-up of wash buffer around the peristaltic pump. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Patient samples were centrifuged at 4,200 rpm (rotations per minute) for ten minutes.